Manufacturer narrative:
Upon receipt of additional information, the patient retained the trial post. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, the patient retained the trial post. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Medical product: vngd ps+ tib brg 12x71/75mm catalog # 183742 lot # 953060; biomet cc cruciate tray 71mm catalog # 141233 lot # j7030162; van ps open intl fem-rt 67.5 catalog # 183110 lot # j6638463; biomet tibial locking bar catalog # 141205 lot # 172490. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2021-02965. Not returned by hospital.

Event description:
It was reported patient underwent a revision procedure fifteen days post implantation due to foreign body in knee. Attempts to obtain additional information have been made; however, no more is available.